Event description:
It was reported that, following a fall the patient felt no stimulation sensation and lost therapeutic effect. The patient stated that she fell on her leg and elbow. It was around the time of the fall that the device quit working. The patient turned her programmer amplitude up to 7.0, which was high for her, but could still not feel stimulation. It was confirmed that the device was turned on. The patient had an appointment with her physician on (B)(6) 2012, at 8:15 am, to have the device checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).